Manufacturer narrative:
We are unsure if the armrests were fully locked and securely placed at the time of the incident. It is noted that these armrests include the feature that allows the arms to be unlocked and flipped back to facilitate end user transfers. Furthermore, there is a seatbelt installed on the chair, but the customer only wears it during transportation. It is noted that the motion concepts user manual provided with this system included the following warnings: "before travelling in your wheelchair and/or operating your seating system, always ensure the armrests are securely locked in place". "Always wear your postural belt when the wheelchair is occupied. Your postural belt helps reduce the possibility of a fall from the wheelchair." However, in this case it seems it was not followed by the end user.

Event description:
On 25-sep-2017, motion concepts was notified by (B)(4) (motion concepts importer) that one of their dealers ((B)(4)) was notified of an incident that took place on (B)(6) 2017. The dealer reported that when an end user (customer) pulled up on his arm rest during weight-shifting (his usual procedure), the armrest came out of the locked receiver, resulting in the customer falling out of his chair and breaking his leg (he is currently wearing a brace). The dealer reported that there is a seatbelt installed on the chair, but the customer only wears it during transportation.